Event description:
It was reported that the patient had developed an infection in the right abdominal wound. The pump was explanted; the proximal section of the catheter was replaced because it was exposed to the infection. The distal end of the catheter was left in place. The pump was programmed to deliver baclofen 2000 mcg/ml via simple continuous infusion mode at an infusion rate of 0.4251 ml. The pump was subsequently replaced.